Manufacturer narrative:
Reference MFR report # 2916596-2017-00215 for the report of the previous driveline repair. (B)(4). Approximate age of device ¿ 5 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, a pump stoppage occurred while the system was being supported by the mobile power unit (mpu). The patient experienced heart palpitations, dizziness, and weakness that lasted for several hours. The manufacturer's technical services team reviewed the submitted log files and confirmed the pump stoppage occurred while the system controller¿s black lead was tethered to the mpu. The pump stoppage lasted for approximately 4-5 seconds, and produced a driveline disconnect alarm. X-rays of the lvad driveline were unremarkable. The patient had a previous percutaneous lead (driveline) replacement. For the most recent event, the patient was provided an ungrounded power module patient cable for lvad support on a power module. On (B)(6) 2017, the patient underwent a pump exchange for suspected driveline compromise. No additional information was provided.

Manufacturer narrative:
The evaluation of the explanted pump confirmed an issue that could have contributed to the reported pump stoppage events. The pump was returned assembled with the driveline severed approximately 3 inches from the pump housing and the distal portion was returned measuring approximately 35 inches. A driveline repair was present approximately 19 inches from the pump housing. The sealed inflow conduit and sealed outflow graft conduit were not returned. The driveline repair was disassembled and no problems were found. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the driveline revealed an insulation breach on the black wire, approximately 5.5 inches from the pump housing, exposing the conductors. High potential testing of the driveline did not reveal any additional insulation breaches. If exposed conductors from a damaged wire made contact with the metal braided shield while the system was connected to a tethered power source, the resulting electrical short could have caused the pump stoppage observed in the log file. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.